Event description:
The device was returned from customer for service. During service by baxter technician, the device was reviewed and showed that failure code 570 had occurred and the batteries were found depleted. No record of any pt incident.